Event description:
When compounding a sterile IV product, an approximately 3 mm by 3 mm piece of hard plastic or glass was noticed within the 500 ml IV bag. The piece was too large to have entered the originally empty container via needle and there were no other issues noted with the bag. Therefore, the object must have been present within the bag prior to its use. The bag was removed from the sterile compounding area, cut open, and the object removed in an attempt to identify it. We have retained the object, but have discarded the bag.